Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) instrument sparked during use. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: spark occurred between the jaws of mbf instrument when the surgeon was cauterizing the patient¿s tissue. Mbf instrument was connected to the third-party electro surgical unit (esu) vio3, and the bipolar cord from the instrument was connected to da vinci arm. The esu was used externally with the following settings: bipolar cut mode, effects 3, and output 30 watts. Besides the mbf instrument on arm 3, fenestrated bipolar forceps (fbf) instrument on arm 1, 30-degree endoscope on arm 2, and tip-up fenestrated grasper (tufg) instrument on arm 4 were used. The mbf instrument did not collide with any other instrument or tool during procedure. When the arcing event occurred, the instrument tip was in contact with tissue. The instrument tip did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.